Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl. Insulin pump had insulin flow block alarm and bent cannula. Customer was reporting past event. Customer stated that event were resolved by changing infusion set. Sensor received sensor updating. Troubleshooting was performed for insulin flow block. The customer declined troubleshooting for high blood glucose and bent cannula. Customer advised to monitor the sensor and mentioned if needing to change sensor, go ahead. Customer advised to send sensor replacement. The insulin pump will not be returned for analysis.